Manufacturer narrative:
Covidien reference # (B)(6). Date of initial report: (B)(6) 2010. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a vaginal hysterectomy, the jaws of an lf4200 locked closed during the procedure and became stuck on tissue. The doctor removed the device using surgical scissors. There was no patient injury associated with this event.